Event description:
Foley catheter balloon prematurely deflated following a radical retropubic prostatectomy and while scrub nurse & surg assistant were irrigating the foley. Pt was taken back to surgery. The dr irrigated the foley & performed a cystogram. Incision re-opened & new cath inserted into urethra. Incision was then closed. Tiny pinhole noted in catheter.